Event description:
It was reported that five months post implant of the right ventricular (rv) lead, the patient alert triggered for episodes of noise, variable impedances that was also out of range, and short interval counts (sic). The rv lead was explanted and was replaced with a new lead. It was also reported that it was not clear whether the event was attributed to the device header. The device was explanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number d144vrc is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer tubing overlay had blood/body fluid and was melted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage. There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal; lead was not fully inserted into the device.